Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 770 mg/dl. Customer was hospitalized due to high blood glucose and very high potassium and kidneys shutting down. Customer was hospitalized for two days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. No further information provided.